Manufacturer narrative:
Device evaluation- the device was given functional testing. The testing showed the temperature setting was higher than specifications due to the set point being incorrect. The cause of this issue with the set point was not established.

Event description:
It was reported that the device displayed an incorrect temperature. No adverse effects to patient reported.